Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information received indicated the scs patient underwent an explant procedure due to charging difficulties with his implantable pulse generator (ipg). The current location of the device remains unknown. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained.